Event description:
Patient reported, right-side "rupture" and "textured." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured and "textured" device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side "rupture" and "textured." Patient later reported "infection (late onset)." The device has been explanted.

Event description:
Patient reported right side "rupture" and "textured." Patient later reported "infection (late onset)." The device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe. Infection (late onset): unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further investigation summary: review of sterilization and seal strength records related to work order (B)(4) did not identify any deviations or non-conformities that may be associated with the reported device. The sterilization process was successfully completed, and seal strength test results were found to be acceptable. See attached (B)(4) sterilization run, inner seal testing and outer seal testing. DHR for work order (B)(4) indicates that there was a reprocess order in the primary packaging operation. However, the reported device was completed on a different serial number, and this has no relation neither can cause the reported event. Deviation 324800 was referenced in DHR record for work order (B)(4); this deviation is related to a weight tolerance issue, however there is no impact to the devices as this deviation was referenced just as a containment measure. Also, these defects have no relation with the reported event. Environmental monitoring results for nov/2016, and bioburden monitoring results for nov/2016 were reviewed, refer to enviro/micro summary section for more details. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 2988056 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (late onset).

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe. ¿ infection (late onset): unable to observe. No other observations observed, no further actions are required.

Event description:
Patient reported right side "rupture" and "textured." Patient later reported "infection (late onset)." The device has been explanted.